Manufacturer narrative:
Siemens reviewed the information provided by the customer and noted that there were no issues with the power outlet. Siemens requested service report as well as more information for further investigation. The cause of this event is unknown.

Event description:
The customer reported sparks coming out from the power cord connected to the rp500 device. There is no report of injury due to this event.